Manufacturer narrative:
Failure analysis noted that the pump was received with a motor error alarms during rewind and motor position encoder error alarms confirmed in history file due to motor encoder signal out of phase. No motion sensor test failure alarms occurred during test. The pump was returned with broken battery tube threads, cracked reservoir tube lip and scratched on display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure and motor position encoder error alarm. The blood glucose at the time of the incident was 200 mg/dl. The customer sate the pump was exposed to a high magnetic field. The customer states he works as an emt, so the pump may have been exposed. The drive support cap appears intact. The customer received a motion sensor test failure alarm. The displacement test was performed but unable to be completed. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.